Event description:
When the ICU technician tried to replace the solution pack for the abl90 he spilled approximately 100 ml of waste, including patient blood. He got much of the waste on his shoes and socks, but none of it came in contact with his skin. No patient was involved in this incident.

Manufacturer narrative:
The following information was found during an internal review at radiometer medical on 05/01/2017: production have analyzed the sp and found that pin9 did not penetrate the waste pouch, but was bent and caused the waste to be in the bottom part of the sp. The main reason was that the waste pouch were not 100% aligned by the user according to the operators manual. This is today a known problem and documented in ncr (B)(4).